Event description:
Pt required removal of plate and screws from the ulna aspect of the right forearm with debridement due to infection. Pt was hospitalized for treatment 12/29/98 to 12/30/98. Pt underwent open reduction internal fixation of fracture shaft right radius and ulna with plates and screws on 09/28/98 wound class clean.